Manufacturer narrative:
The reported event was inconclusive, due to poor sample condition. Received only catheter that was cut at inflation funnel. Due to poor condition of the returned sample, a complete evaluation could not be performed. How and when problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 5cc balloon on the foley catheter would not deflate while it was in the patient. The medical doctor reportedly had to cut the catheter in order to deflate the balloon. However, the balloon still did not deflate. When the md grasped the foley catheter to cut it shorter, the catheter came out. Additional information was received from the complainant via email on 19mar2019, that it was not until 10 minutes after the port was cut that the catheter came out and the balloon was found to be deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 5cc balloon on the foley catheter would not deflate while it was in the patient. The medical doctor reportedly had to cut the catheter in order to deflate the balloon. However, the balloon still did not deflate. When the md grasped the foley catheter to cut it shorter, the catheter came out. Additional information was received from the complainant via email on (B)(6) 2019, that it was not until 10 minutes after the port was cut that the catheter came out and the balloon was found to be deflated.